Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and an audio anomaly from the insulin pump. The customer's blood glucose reading was 516 mg/dl. The customer stated that she accidently ran out of insulin and it froze out and she received a constant tone. The customer stated that she was not able to reset it. The customer stated that she was not able to put a new infusion set in it. The customer stated that the screen froze and she heard a sound she never heard of before. The customer also stated that she was unable to use the keypad after the constant tone. The customer was advised to monitor the pump. The customer was advised to call back if further assistance is needed.